Event description:
An ophthalmic surgeon reported that during removal of oil of a vitrectomy procedure, and priming of balanced salt solution (bss), the bag was not filling. Leakage on the floor was observed and confirmed to be draining from the bag that connects to the cassette. The surgery was completed without changing the cassette and the system was used again on subsequent pts with no further incident. There was no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the finished goods lot and the DHR shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Other cassettes built near this product's date of manufacture have been associated with leaking between the cassette body and pinch plate as well as drain bag issues. However, without a sample it is not possible to isolate any potential failures of the device. The root cause of the customer's complaint is not known. (B)(4).